Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, upon withdrawing the driver, the prongs on the distal tip had sustained cracks. During the procedure, resistance was encountered due to the presence of a larger than normal spinous process. Based on observations in the field, the physician applied significant force while turning the driver, repeatedly meeting resistance in the process. This difficulty arose specifically during the application of the sagittal wiggle maneuver. Despite these challenges, the implant was properly implanted. All product was retrieved from the patient.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. An urgent medical device correction (97003015-fa) was delivered to physicians in may 2023 communicating the potential for superion indirect decompression system (ids) driver instrument tip breaks to occur with use of excessive force during the implant procedure. Driver tip damage may be readily detected via visual, audible, and/or tactile signals. The returned driver was analyzed and the complaint was confirmed. Visual inspection as one of the two tips of the driver were completely sheared off. It was stated that the failure occurred when trying to deploy the implant. When the driver is not fully seated onto the top of the implant and only half the tip interfaces into the spindle, any additional lateral movement during implant deployment, a large lateral applied force could result in the observed shearing of the driver tips. A review of the instructions for use (IFU) was performed, it states to avoid application of excessive stress on instrumentation.

Manufacturer narrative:
The returned driver was analyzed and the complaint was confirmed. Visual inspection as one of the two tips of the driver were completely sheared off. It was stated that the failure occurred when trying to deploy the implant. When the driver is not fully seated onto the top of the implant and only half the tip interfaces into the spindle, any additional lateral movement during implant deployment, a large lateral applied force could result in the observed shearing of the driver tips. A review of the instructions for use (IFU) was performed, it states to avoid application of excessive stress on instrumentation.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, upon withdrawing the driver, the prongs on the distal tip had sustained cracks. During the procedure, resistance was encountered due to the presence of a larger than normal spinous process. Based on observations in the field, the physician applied significant force while turning the driver, repeatedly meeting resistance in the process. This difficulty arose specifically during the application of the sagittal wiggle maneuver. Despite these challenges, the implant was properly implanted. All product was retrieved from the patient.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, upon withdrawing the driver, the prongs on the distal tip had sustained cracks. During the procedure, resistance was encountered due to the presence of a larger than normal spinous process. Based on observations in the field, the physician applied significant force while turning the driver, repeatedly meeting resistance in the process. This difficulty arose specifically during the application of the sagittal wiggle maneuver. Despite these challenges, the implant was properly implanted. All product was retrieved from the patient.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. An urgent medical device correction (97003015-fa) was delivered to physicians in may 2023 communicating the potential for superion indirect decompression system (ids) driver instrument tip breaks to occur with use of excessive force during the implant procedure. Driver tip damage may be readily detected via visual, audible, and/or tactile signals. The returned driver was analyzed and the complaint was confirmed. Visual inspection confirmed both of the driver tips were completely sheared off. It was stated that the failure occurred when trying to deploy the implant. When the driver is not fully seated onto the top of the implant and only half the tip interfaces into the spindle, any additional lateral movement during implant deployment, a large lateral applied force could result in the observed shearing of the driver tips. A review of the instructions for use (IFU) was performed, it states to avoid application of excessive stress on instrumentation. It also states to carefully inspect all instruments prior to and after use. Do not use an instrument that is visibly damaged. If an instrument appears damaged after use confirm that no broken fragments are retained in the patient.